Manufacturer narrative:
Event description continuation: ablation was performed. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional sf catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Since this adverse event (cerebrovascular accident) might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Since this adverse event (cardiac tamponade) required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The cardiac tamponade was assessed as reportable under the pentaray navigational eco catheter. The cerebrovascular accident was assessed reportable under the thermocool smarttouch bi-directional sf catheter. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17580685l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and a pentaray navigational eco catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and a possible cerebrovascular accident (cva). During mapping phase, the pentaray navigational eco catheter geometry looked abnormal and a tamponade was detected. Tamponade was confirmed as the patient became hypotensive. Pericardiocentesis yielded 280cc. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. On post-procedure day 6, the patient remained hospitalized. Patient condition worsened, as they may have suffered a basal ganglia stroke, leading to increased severity of dementia symptoms. Patient factors that may have contributed to the adverse event include anatomy, age, and weight. Physician¿s opinion regarding the cause of the tamponade is that he perforated the left atrial appendage (laa) with the pentaray navigational eco catheter. It was noted that the physician did not believe the pentaray navigational eco catheter was at fault, but that the patient¿s age and anatomy contributed to the perforation of the laa. The physician believed that he had advanced the pentaray navigational eco catheter into the left superior pulmonary vein, but had actually advanced it into the left atrial appendage. Laa perforation was confirmed via intracardiac echocardiogram (soundstar), carto 3d anatomical mapping, x-ray, and transthoracic echocardiogram. Thermocool smarttouch bi-directional sf catheter was positioned in the left atrial space during mapping with the pentaray navigational eco catheter. Transseptal puncture was performed with an abbott brk transseptal needle. Sheath in use was an abbott fast-cath sl1. Generator parameters and settings at the time of injury were not reported, as no.